Manufacturer narrative:
Complaint conclusion: the coil of a .018¿ 180cm sv short straight peripheral steerable guidewire was unraveled a few centimeters from the distal end. Therefore, it was replaced with an unknown product and the procedure was completed. There was no reported patient injury. The device was used. The physician attempted to treat the left pulmonary artery after treating the right pulmonary artery which had stenosis. One non-sterile guidewire ¿pgw .018 sv short 180cm st¿ was received for analysis. Per visual analysis, two kinked/bent conditions were observed at 123cm and 149cm from the proximal end. The coil wire presented an unraveled\stretched condition observed at the distal core wire (ribbon). Also, a separation condition of the core wire was noticed, both separated segments were returned. No other damages or anomalies were observed. Per microscopic analysis, the unraveled/stretched condition was observed and confirmed at the distal core wire (ribbon). The separated segment does not present any anomaly. No other details were observed using the vision system. A product history record (phr) review of lot 35261024 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿distal tip wires ¿ unraveled/stretched¿ and ¿guidewire ¿ fractured separated¿ were confirmed. An unraveled/stretched condition was observed at the distal core wire (ribbon). Also, a kinked/bent condition and separated condition were observed on the returned unit. The cause of these conditions could not be conclusively determined during the analysis. Procedural/handling factors or vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the lake region phr review nor the product analysis suggests that the observed damages could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the coil of a .018¿ 180cm sv short straight peripheral steerable guidewire was unraveled a few cm from the distal end. Therefore, it was replaced with an unknown product and the procedure was completed. There was no reported patient injury. The device was returned for analysis and a separated condition of the core wire was noticed. No other damages or anomalies were observed. The device was used. The physician attempted to treat the left pulmonary artery after treating the right pulmonary artery which had stenosis.